Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip would not open, and it then fell from the device. It was left in the patient to be naturally disposed. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.